Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as surgical damage and broken observed on posterior side assessed as a surgical impact opening (shell thickness was within specification). Additional observations: stress marks observed. Creases were observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.